Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. There was fluid in the balloon and inflation lumen. The tip, balloon, markerbands, proximal weld were microscopically inspected. Inspection revealed damage to the distal tip. Functional testing was carried out by attaching an inflation device (filled with water) to the hub of the returned device. Positive pressure was applied, and the balloon was inflated to rated burst pressure (rbp), and the device held pressure and did not leak. The device held steady pressure for more than 5 minutes. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was an in-stent restenosis of a previously implanted stent located in a severely tortuous and severely calcified coronary artery. A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. First inflation was performed at 12 atmospheres for 10 seconds. However, during the second inflation at 16 atmospheres for 12 seconds, the balloon would no longer inflate due to a leakage. The physician commented that the strut of the previously implanted stent was exposed which made the balloon burst. Other non-compliant balloon catheters were also used but the same thing happened. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was an in-stent restenosis of a previously implanted stent located in a severely tortuous and severely calcified coronary artery. A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. First inflation was performed at 12 atmospheres for 10 seconds. However, during the second inflation at 16 atmospheres for 12 seconds, the balloon would no longer inflate due to a leakage. The physician commented that the strut of the previously implanted stent was exposed which made the balloon burst. Other non-compliant balloon catheters were also used but the same thing happened. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.